Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Leakage testing was performed and a leakage was observed, verifying the reported incident. Further inspection identified damage within the syringe tip, which prevented the luer from securely connecting. A device history review was performed for reported lot 2411049 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Additionally, six retained samples were requested for further evaluation. All product was inspected and no damage or related defects were observed within any of the devices. Leak testing was also performed on all retained samples in accordance with established procedures, and all products were verified to meet specification, no leakages were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues were detected during these inspections. While we could not identify a direct cause, the damage likely occurred during the movement of the piece within the manufacturing equipment. Personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it was reported that when preparing my zophren, the product leaked from the syringe through the sharp trocar tip and into place, major leaks at the screw-on tip even though a trocar has been screwed on. It seems that the screw tip is poorly machined. We had to "transfer" the product from the first syringe into another syringe in a sterile manner. The product present in the syringe at the time of the incident is zophren and does not pose a risk for analysis of the problem. Clinical conequences : we had to prepare a new syringe. No consequences